Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ni, unknown comprehensive nano stemless humeral component, lot # ni; catalog # ni, unknown comprehensive glenoid, lot # ni. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a total shoulder arthroplasty. Subsequently, the patient's nano humeral component was removed and replaced with a mini stem due to pain, while also being converted to a reverse shoulder. No further information is available at this time.

Manufacturer narrative:
It was determined this submission is a duplicate of 0001825034-2018-04086. Please void this submission.

Event description:
It was determined this submission is a duplicate of 0001825034-2018-04086. Please void this submission.